Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss; original implant (B)(6) 2019 75cc reservoir with 20 cm titan scrotal touch with 2cm rear tip extenders (rte) per mo records. Loss of fluid and unable to cycle noted. (B)(6) 2019 surgery to explore. Reservoir tubing visualized and noted to be unconnected. Connectors explanted. Implant retained. System cycled with injectable saline 60cc syringe until all fluid is clear in both cylinder/pump and reservoir. Reservoir filtered with injectable saline. New implant connectors placed. Cycled implant with no issue noted.